Event description:
It was reported via repair work order that the hand pendant was stuck under the bed frame not allowing the footboard or side rail controls to function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.